Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's allergic reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450,14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 108. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A nurse at the hospital called to report that the patient was hospitalized for 3 days due to an allergic reaction to the adhesive pad. The site was very red, irritating, burning, painful, warm to the touch, and itching. The patient's blood glucose was reading at 2.80 g/dl (280 mg/dl) and was able to be lowered to 2.37 g/dl (237 mg/dl) with a bolus or manual injection with an insulin pen. The pod was worn between 36 and 48 hours on the abdomen. There was no further information regarding the hospital visit or to the patient¿s treatment.